Manufacturer narrative:
The device was returned to zoll (B)(4) service department. The customer report was observed during review of the device history logs. However, the device was put through extensive testing including power up testing and full functional testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional pro code= dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed self test for defib and pacer functions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.